Event description:
It was reported that the packaging of two (2) minicap transfer sets were not fully sealed. This was observed by the nurse prior to use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter city: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: two (2) devices were received for evaluation. A visual inspection with the naked eye noted both samples were received in an opened packaging. The transfer was present on the clear side of the over pouches. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.